Event description:
It was reported that the patient experienced asystole when the implantable pulse generator (ipg) device was taken out of the pocket during a routine replacement for elective replacement indicator (eri). The device was programmed to doo mode and was programmed to bipolar polarity for both ventricular and atrial leads. During the procedure, pocket stimulation was observed. Electro-cautery was used which caused the ventricular lead to switch to unipolar polarity, because the ventricular lead was programmed to adaptive. The device was explanted and was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).